Manufacturer narrative:
Customer complaint was verified - issues with image quality/stability. A visual inspection revealed that the edac connector (cable receptacle) of the ccu had significant signs of wear due to being used at the customer's facility for seven years. In addition, the customer also returned for repair an image 1 d1 camera head, model #22260131-1 (the model camera used for mediastinoscopy procedures); the problem description for the camera stated 'no image'. We, therefore, believe that it is most likely this was the camera used in conjunction with this ccu during the two mediastinoscopy procedures. The evaluation of the camera found that the camera cable's card edge connector, which plugs into the ccu receptacle, also showed significant wear (the cable was approximately 3 years old). This combination of the worn cable receptacle and the worn cable card edge connector is what would cause the intermittent image failure.

Event description:
Allegedly, during two mediastinoscopy procedures the image was intermittently lost for from 10 seconds up to 30 seconds (this report is for the first procedure; reference report #16-158 for the second procedure). The surgeon was able to continue working when the image went out by viewing directly through the telescope eyepiece until the image returned. Procedure was completed with no harm to patient.